Event description:
It was reported that the patient's lead exhibited impedances. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein the ipg was explanted and a new one was implanted to address the issue.

Manufacturer narrative:
Date of event is estimated.